Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD), the right ventricular impedance was high and the connection was loose. The lead was measured on the analyzer and was found to be acceptable. When the lead was inserted back in the device the torque wrench spun and was not able to engage the setscrew. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a loose/detached set screw. (B)(4).